Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected (histopathological markers not reported).

Event description:
Healthcare professional reported via regulatory agency left side " bia-alcl diagnosis." Histopathological markers cd30+ and alk- have not been received. Device status is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, b7, d6a, d6b, h6. The events of lymphoma-alcl, seroma, granuloma, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Name and contact information of all medical professionals: (B)(6), treating senology/gynacology; (B)(6). Pathologist: (B)(6). Radiologist: (B)(6).

Event description:
Healthcare professional later reported left side "lymphoma-alcl-confirmed", "massive seroma", "in the axillary outflow multiple enlarged lymph nodes" via us, "implant rupture and most likely silicone leakage" and "siliconoma axillary left" via mammogram and "capsular contracture baker grade ii." Pathological markers: cd30+ and alk- were provided. Device was explanted. Device has been discarded. Treatment: device removal, en-bloc-resection, partial pectoralis resection, selective lymph node extirpation with sonographic target language, chemotherapy, radiotherapy.